Event description:
It was reported that a patient experienced multiple sclerosis (ms) relapse with spasms, ¿uncontrollable¿ legs, and significant headaches. The patient had a baclofen pump implanted at the end of (B)(6) 2014 for spasms that started a couple years ago. The patient thought the pump ¿may have caused the headaches.¿ the patient received a blood patch for the headaches. The reporter stated that the patient was prescribed solumedrol and prednisone for the ms relapse, and had stopped taking an oral medication ampyra for two weeks and then restarted. The outcome of spasms was ¿recovered/resolved¿ following the insertion of the baclofen pump, and the outcome of the ms relapse was ¿recovering/resolving.¿ the pump was used to infuse baclofen (unknown). Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).